Manufacturer narrative:
The customer stated that the %cv during calibrations was high. The limitations section of the IFU states the following: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings". "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity". "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients". A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d. Siemens is investigating.

Event description:
A customer obtained a nonreactive (negative) advia centaur cp sars-cov-2 igg (scovg) result on 2 different patient samples tested on the same day. Results were considered discordant by the laboratory because the patients had been vaccinated. The samples were retested and the results were reactive (positive). It is unknown which results were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (negative) scovg results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00219 initial MDR on 04/14/2021. Additional information - 04/16/2021 samples were aliquoted and stored 2-8 c. Additional information - 04/22/2021 siemens reviewed customer data and based on the information provided, it appears that sample is not being provided. Siemens recommended system troubleshooting and is awaiting service report, any precision data/and or studies performed after service. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on 04/14/2021 and MDR supplemental 1 report on 05/11/2021. Additional information - 08/27/2021 siemens has concluded the investigation for the customer observation of non-reproducible non-reactive results obtained with advia centaur cp sars-cov-2 igg (scovg) lot 002. After a multi-functional team discussion, siemens recommended hardware intervention, with particular attention and focus on the sample probe. New reagent kits were also provided to the customer for troubleshooting purposes. After the hardware intervention by the local siemens team, a precision study was performed, and the results were improved and met instruction for use precision claims. The assay is performing as designed after service and new kits were provided. No product non-conformance was identified. Customer is operational. No further action required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00219 initial report on (B)(6) 2021, MDR 1219913-2021-00219 supplemental 1 report on (B)(6) 2021 and MDR 1219913-2021-00219 supplemental 2 report on (B)(6) 2021. Additional information - 10/19/2021. The initial allegation and documentation in the event description for this event prior to april 12, 2021 was not clear on whether the issue was related to advia centaur cp sars-cov-2 igg (scovg) lot 002 or lot 006 or both. The investigation conclusion provided in the previous MDR 1219913-2021-00219 supplemental 2 report, filed on (B)(6) 2021, provided information for lot 002. Additional review of data was subsequently performed by siemens for lot 006 and indicates that the calibration and qc using lot 006 were valid and acceptable. This indicates that the run was valid and the discrepancy between samples was not due to a systemic problem with lot 006. Based on this additional information, the assay continues to perform as designed. No product non-conformance was identified. No further action required. The investigation finding, and investigation conclusion codes previously provided in MDR 1219913-2021-00219 supplemental 2 are unchanged.